Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received an intermacs report number (B)(4) which indicated that the pt experienced "grossly" elevated lactate dehydrogenase (ldh) value of nearly 5,000. In addition, the pt experienced pump stoppage at home of approx 15 minutes as reported secondary to power cable separation from power module. The actual stop time not known. There is high suspicion of thrombotic event. Additional info received by the MFR confirmed that the pt had ldh spike post power cable disconnect and the pt had emboli pass through right coronary and a massive ischemic stroke. Family chose to withdraw care on (B)(6) /2013.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received an intermacs report number (B)(4) which indicated that the pt experienced "grossly" elevated lactate dehydrogenase (ldh) value of nearly 5,000. In addition, the pt experienced pump stoppage at home of approx 15 minutes as reported secondary to power cable separation from power module. The actual stop time not known. There is high suspicion of thrombotic event. Additional info received by the MFR confirmed that the pt had ldh spike post power cable disconnect and the pt had emboli pass through right coronary and a massive ischemic stroke. Family chose to withdraw care on (B)(6) 2013.

Manufacturer narrative:
The MFR was advised that the family did not consent to removal of the lvad pump, therefore, it is not available for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The user facility report (B)(4) was received from the (B)(4).